Event description:
Per information provided: on (B)(6) 2018 - patient was diagnosed with non-recurrent unilateral left inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (device 1). Per op notes, "an incisional hernia was observed and reduced from the site of previous inguinal incision. The hernia sac was reduced. A left sided medium 3dmax mesh (device 1) was placed into the preperitoneal space and over the posterior inguinal floor using sutures." On (B)(6) 2018- patient was diagnosed with recurrent left inguinal hernia thereby underwent an open repair with explant of 3dmax (device 1) and implant of bard flat mesh (device 2). Per op notes, "the previous preperitoneal mesh (device 1) was encountered and found to be balled up was removed. The hernia sac was then reduced. A bard flat mesh (device 2) was cut to size and laid over the layer and secured to the pubic tubercle using sutures.". On (B)(6) 2020 - patient was diagnosed with recurrent left inguinal hernia thereby underwent an open repair with removal of mesh (device 2) and implant of 3dmax mesh (device 3). Per op notes, "a left inguinal incision was made. The old mesh (device 2) was removed. A 3dmax mesh (device 3) was placed and secured with sutures.".

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2014) is considered to be a best estimate. This emdr represents the 3dmax mesh (device 1). An additional supplemental emdr was submitted to represent the bard flat mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.